Manufacturer narrative:
As part of our investigation, an olympus field service engineer has been dispatched to the user facility to evaluate and service the device. The exact cause of the reported phenomenon cannot be conclusively determine at this time. This report will be supplemented when the fse visit to the site is completed and if new and relevant information becomes available later.

Event description:
The customer reported that her olympus endoscope reprocessor was experiencing an issue during reprocessing. According to the initial reporter, when they powered on the device, the detergent sign would appear, requesting more detergent, even though the reservoir was full. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the detergent replacement indicator did not disappear since reprocessing was not performed after replacing detergent bottle. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus endoscope reprocessor was experiencing an issue during reprocessing. According to the initial reporter, when they powered on the device, the detergent sign would appear, requesting more detergent, even though the reservoir was full. There was no patient involvement during this event.

Manufacturer narrative:
As part of our investigation, an olympus field service engineer has been dispatched to the user facility to evaluate and service the device. The exact cause of the reported phenomenon cannot be conclusively determine at this time. This report will be supplemented when the fse visit to the site is completed and if new and relevant information becomes available later.